Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer stated that the pump battery is being disconnected or running out without warning. Customer treated with a manual injection. Customer guesses that the pump might have been dropped or bumped. Customer did not want to attempt another battery when asked. Customer stated that the display returned when he inserted the new aaa alkaline battery. A replacement battery cap will be shipped as a courtesy to rule out any possible issues with the battery cap. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).